Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d) due to many appropriate atrial anti-tachycardia pacing and and high left ventricular (lv) lead thresholds. The device was explanted and replaced. No intervention was done regarding the lv lead and it remains in use. No patient complications have been reported as a result of this event.